Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. The set screw had a rounded socket and was in the connector bore. (B)(4).

Event description:
It was reported that during an implant procedure, the device setscrew would not tighten on the right ventricular pace/sense pin. Then the setscrew would not retract. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.